Event description:
It was reported to covdieien on (B)(6) 2015 that a customer had an issue with a lite glove. The customer reported that the cover light handles are coming cracked and with small holes on the handle of the glove within their custom packs. The customer further reports that the case had to stop and re-drape prior to surgery.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The quantity manufactured was on 07/10/2014. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the reported issue and root cause analysis. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. Because the sample has not been received for evaluation; the reported condition could not be confirmed. However, due to previous evaluations on samples reported with a similar condition, the potential root cause identified is caused by a pleat generated during the thermoforming process due to geometry of the product/ mold design. This pleat creates weakness on the neck of the part. A corrective and preventive action (CAPA was opened and as a containment, the lite glove production is currently stopped. Preventive actions will be included in the CAPA. In addition, awareness training was performed to all personnel to ensure they are aware of this reported condition. If additional information is obtained, or the sample is returned, this file will be re-opened for further investigation.